Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had concerns regarding a recent device check, during which the device was reprogrammed. The patient reported not feeling well since the reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.